Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing did not function. This was contributed to improper maintenance. Various parts were replaced. Device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported the sagittal saw is overheated, forcing the motor stops for security reason. Device returned for service. This is report 1 of 1 for complaint (B)(4).